Event description:
Event reported in (B)(6). User complaint: "bolus delivered issue pump in pca used injection of morphine. 200 mg was infused per 24h due to several bolus injected consecutively. Patient was in coma and respiratory distress. Medical intervention with nalaxone + oxygen." Q core has investigated the complaint by analyzing the pump's event log. The event log unequivocally demonstrates that the treatment was delivered as it was setup (the pump worked as designed). The pump was set up to continous delivery mode without boluses. In the pump event log there is no evidence of "several bolus injected consecutively". Possible cause of the MDR: the drug (morphine) infusion rate was set for 10 ml/hr running for 7:45 hr and changed few minutes before infusion ends to 0.1 ml/hr. It was reported that the medical intervention recovered the patient from the coma. (B)(4).

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira.